Manufacturer narrative:
The ventilator was investigated on-site. Water traces inside the air gas module was found. The provided picture confirmed the water ingress into the air gas module. The conclusion was that the air gas module was damaged and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device logs were not received and no parts have been returned for investigation. Moisture/water in supply gases into a gas modules can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. According to the user's manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The most probable source of moisture/water into a gas module is moisture from the hospital's gas supply system and/or external compressor. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator alarmed for low expiratory minute volume. Water was traced into the air gas module of the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).